Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had given an unidentified error message. The patient indicated that the alleged meter issue started about 5 days before, at noon. As a result of the alleged meter issue, the patient took her usual dosage of diabetes medication. The patient took daily dosage of metformin. After the meter issue started, the patient reportedly "almost passed out" on an unspecified date/time. During troubleshooting, the patient was able to test her blood glucose with the reported meter. The meter, test strips, and control solution were replaced. The complaint is being reported due to the following conclusion: the patient claimed to have gotten an error message on the reported meter. An unknown time later, the patient reportedly almost passed out.